Manufacturer narrative:
(B)(4). G2: brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient presented with loosening of the prosthesis approximately two months post implantation. No further intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient underwent an initial right total elbow arthroplasty with unknown products on an unknown date. Subsequently, the patient underwent a revision surgery due to pain, instability, and mobility limitations approximately eight (8) months ago with zimmer biomet components at that time. It was later noted on a follow up x-ray approximately six (6) months ago that the bushing pin had loosened. The patient underwent an additional revision surgery approximately four (4) months ago to exchange the pin only. There are not further details available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b3; b4; d2; d6b; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: a2; b2; b5; b6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the right elbow labeled intraoperative images dated on (B)(6) 2024 demonstrate an elbow arthroplasty in place with metallic pin or fragment within the proximal radius. The hinge pin is intact. Single view of the right elbow labeled follow-up images dated on (B)(6) 2024 demonstrate single image of an elbow arthroplasty with loosening of the hinge pin as well as a linear metallic fragment within the proximal radius. It has been determined that the bearing kit used is not compatible with the humeral and ulnar components. This was identified to be a contributing factor to the disassociation; however, it cannot be determined if the use of this kit caused the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.